Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with a nc quantum apex shelf box. The catheter was visually and tactilely inspected. There was blood in the inflation lumen. The balloon and shaft were inspected under magnification. There was a longitudinal tear 8mm long on the proximal end of the balloon. The balloon material and the ro markerband presented no irregularities that could have contributed to the damage. The shaft was torn at the exit notch consistent with damage due to guidewire interaction. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. The balloon was inflated to 12 atmospheres on the first inflation however it ruptured at 16 atmospheres on the second inflation. The device was removed intact. The procedure was aborted due to unavailability of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. The balloon was inflated to 12 atmospheres on the first inflation however it ruptured at 16 atmospheres on the second inflation. The device was removed intact. The procedure was aborted due to unavailability of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).